Event description:
It was reported that the device failed "upstream occlusion" testing and latch/lock testing. No known adverse effects to patient.

Manufacturer narrative:
One cadd legacy prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of failing upstream and latch lock was verified. The event log did not show any related errors. Service will replace the upstream occlusion sensor and the coin latch lock. Use testing was performed. The problem source is unknown.